Event description:
It was reported that a patient's device had been explanted due to infection. The date of explant is unknown. The device history records of the generator and lead were reviewed, and both devices were sterilized according to procedure prior to release. No further relevant information has been received to date.

Event description:
The patient's vns system was explanted on (B)(6) 2013.

Manufacturer narrative:
The patient's age was incorrect on follow-up report #1.